Manufacturer narrative:
H.6. Investigation findings code c19: the device remains implanted and is not available for analysis. A review of the manufacturing records for the device verified that the lot met all pre-release specifications. H.6. Investigation conclusions code d12: it should be noted that, per the gore® excluder® aaa endoprosthesis instructions for use, complications associated with the use of the gore® excluder® aaa endoprosthesis that may occur and/or require intervention include, but are not limited to, occlusion of native vessel. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following information was reported to gore: on (B)(6) 2023, this patient underwent an endovascular treatment for the right external iliac artery and the right internal iliac artery aneurysm using gore® excluder® conformable aaa endoprosthesis with active control system, gore® excluder® aaa endoprosthesis and gore® excluder® iliac branch endoprosthesis. After placing an iliac branch component (ibc), an internal iliac component (hgb161407a) was placed on the right internal iliac artery. For further extension, another internal iliac component (iic) was delivered during which the deployed hgb161407a slightly moved distally. It seemed that the catheter of the second iic device was caught on the deployed hgb161407a and caused the device movement. The sealing length between the ibc and hgb161407a was shortened, however, no treatment was required as no endoleak was observed. After completing the placement of ibe devices on the right iliac arteries, a trunk - ipsilateral leg endoprosthesis was deployed. As an extension to the ipsilateral leg on the left side, a contralateral leg endoprosthesis (plc181000j) was selected. During the deployment of the plc181000j, the physician pushed up the device, however, the distal end of the endograft unintentionally covered the left internal iliac artery. To rescue the blood flow, the physician attempted to insert a guide wire into the left internal iliac artery but was unsuccessful. As the ostium of the left internal iliac artery remained slightly patent and the small amount of flow was observed, no further attempts were made. It was decided to keep the patient under observation. Upon completing the procedure, a dissection was observed at the left external iliac artery. According to the physician, attempting to advance the guidewire into the left internal iliac artery may have caused the dissection. No treatment was provided for the dissection. The patient tolerated the procedure.